Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Right side push to lock brake was reported wobbly/loose and technician was unable to adjust/tighten.